Manufacturer narrative:
(B)(4) review of the log files revealed force measurements were recorded during ablation that exceeded the recommended values per the IFU. Additionally, evaluation of the device revealed that optical fiber 3 did not meet specifications for optical properties. Microscopic inspection of the transition between the catheter shaft and the proximal edge of the distal tip revealed part of the adhesive was no longer adhered, consistent with fluid ingress and a loss of force data that was noted during the procedure. It is unlikely that this finding contributed to the reported event. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
(B)(4).

Event description:
During a repeat atrial fibrillation procedure, a pericardial effusion occurred. After approximately 25 minutes and 29 ablations, a loss of contact force was noted. The catheter and generator were disconnected and reconnected with no resolution. During this time, the patient became hypotensive and an echocardiogram revealed a pericardial effusion from the left atrium, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.